Event description:
This report is being filed after the review of a clinical evaluation report (cer) from a related research activity database (drra) for patients undergoing unknown procedure. The reported complication as per ICD 9 & 10 categorization experienced by the following with corresponding intervention: evaluation of performance and safety outcomes of pds¿ plus (polydioxanone) sterile synthetic absorbable suture. (B)(4) patients, postprocedural bleeding during the index admission. Defined as the presence of an ICD-10-cm diagnosis code for postprocedural hemorrhage or postprocedural hematoma (see appendix 1) as a primary or secondary diagnosis during the index admission. ICD-10-cm diagnosis codes. (B)(4) patients, wound disruption within 90 days post-index procedure. Defined as the presence of an ICD-10-cm diagnosis code for wound disruption during the index admission or during a readmission within 90 days postindex procedure. ICD-10-cm diagnosis codes. (B)(4) patients, surgical site infection within 90 days postindex procedure. Defined as the presence of an ICD-10-cm diagnosis code for surgical site infection during the index admission or during a readmission within 90 days postindex procedure. ICD-10-cm diagnosis codes.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. This report is related to a clinical evaluation report; therefore, no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. H6 component code: g07002 ¿ device not returned. The single complaint was reported with multiple events. There are no additional details regarding the additional events.